Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp of a clinical study indicating the patient was re-programmed on (B)(6) 2019. The impedance issue was initially reported as ongoing, however, was reported later it was unreported with no further action planned. Additionally, the date of the device interrogation was updated to (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high lvim impedance and it was ongoing. It was noted that the patient was reprogrammed on (B)(6) 2019. It was determined this was related to the device or therapy, however, it was unrelated to the implant procedure. No patient symptoms or further complications were reported as a result of this event.